Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed an astral device failed to recognize an external battery pack. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed an astral device failed to recognize an external battery pack. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation. Review of the device data logs could not confirm the occurrence of a battery failure. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).